Manufacturer narrative:
Upon further review, bard medical has determined that this reported event is not reportable. The device was not returned.

Event description:
It was reported that the urine amount was not indicated accurately. It was later reported, the urine meter did not measure the amount of urine correctly. There was a margin of error between the actual amount of urine and the amount of which the scale indicated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine amount was not indicated accurately. It was later reported, the urine meter did not measure the amount of urine correctly. There was a margin of error between the actual amount of urine and the amount of which the scale indicated.